Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the surgical arm was replaced and the system was fully functional. Codes b01, c13, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a case, the surgeon needed to complete the re-snapshot at every level, as each time they snapshotted and touched the divot for accuracy, it was off by around 2-3mm. The manufacturer representative stated the inaccuracy showed the chicken foot being below the divot on the screen. It was confirmed there was no shoulder shift. The site was using scan and plan for the procedure. There was no patient harm and the procedure was delayed by 5 to 10 minutes.

Manufacturer narrative:
D10: the serial number of the surgical arm was updated to (B)(6). H3, h6: the surgical arm was returned for product analysis. The analysis is still in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the surgical arm, product ID: asm0206, serial/lot number: (B)(6), UDI: (B)(4) was returned to the manufacturer for analysis. In summary, the issue was unable to be duplicated. No faults were found. Previously reported code, b01, is applicable as well as newly reported codes, c19 and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.